Manufacturer narrative:
A boston scientific technical services consultant discussed with the physician that based on the reported details, the clinical observations are most likely due to air bubbles in the device header. The issues resolved themselves the following day. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at this implant procedure, noise and oversensing was noted on the right ventricular (rv) channel which could be re-produced with pocket manipulation. No adverse patient effects were reported.